Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri. The charge drawn from the battery was checked. The check indicated that the discharge of the battery was not as expected. The icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be inconspicuous. Based on the analysis, all therapy functions critical for patient safety were fully available throughout the implantation time. In a next step, the ICD was opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measurement confirmed a battery discharge that was not as expected. The battery was returned to the manufacturer of the battery for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. An increased heat tone was detected. In a next step, the battery was opened and examined. During the visual inspection, a defect in the separator was found between a neighboring pair of electrodes. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation was the result of an increased self-discharge of the battery.

Event description:
After an implantation period of approx. 39 months, it was reported that the eri status was shown via home monitoring.